Event description:
The dentist reported an abutment screw fracture after 12-18 months in function.

Manufacturer narrative:
This is a duplicate complaint which was reported on medwatch #0001038806-2016-00130. This medwatch is considered closed.